Event description:
It was reported that while testing patient samples with the bd facslyric¿ carryover occurred. Results were not used to treat patient and there was no other report of patient impact. The following information was provided by the initial reporter: when trying to do sit flush it is dripping between tubes. Seeing carryover between tubes. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples with the bd facslyric¿ carryover occurred. Results were not used to treat patient and there was no other report of patient impact. The following information was provided by the initial reporter: when trying to do sit flush it is dripping between tubes. Seeing carryover between tubes. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding high carry over between samples. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 25feb2021 to date 25feb2022. Complaint trend: there are 4 complaints related to the issue of high carry over. Date range from 25feb2021 to date 25feb2022. Manufacturing device history record (DHR) review: DHR part #663518, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a blocked pinch valve tubing. The customer had initially reported that they were observing a leakage not contained within the instrument contributing to carryover between sample tests and an fse (field service engineer) was dispatched for the repair. The fse performed a sit flush on the instrument and found that the instrument was not aspirating the liquid properly causing the facsflow leakage. They then removed the left side panel and v9 pinch valve tubing, which was crimped shut, and replaced the worn tubing (pn 337033). After the repair, the fse verified that the sit flush functioned properly and tested the instrument with cs&t and trucount abort count tests which passed. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Additionally, although there was a leakage of fluid it was not biohazardous and did not come in contact nor harmed the customer. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4), install date: n/a ship date: 25aug2020, defective part number: 337033 - silicone tubing 1/32in idx1/8in od 50ft work order notes: subject / reported: dripping between tubes. Problem description: when trying to do sit flush it is dripping between tubes. Seeing carryover between tubes o work performed: performed "sit flush" - noted sample injection tube (sit) did not asperate causing sit tube to drip facsflow. Removed left side panel and removed tubing from pinch valve (v9) - noted tubing had crimped closed causing sit flush to not asperate to waste. Replaced tubing - verified "sit flush" functioned properly. Verified instrument performance. * ran cs&t pqc = passed. Ran trucount abort count = passed 0.36% o cause: tubing that passes through pinch valve (v9) had crimped closed causing sit flush to not asperate to waste. O solution: instrument running as designed. Returned sample evaluation: a return sample was not requested for evaluation because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Azure ID: (B)(6), ID: (B)(6), 3.1.25 o reg status: ivd; ruo o hazard: instrument temporarily inoperable. Source: sit fmea o cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol o req link (azure ID): n/a, implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. (B)(6) effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. (B)(6), probability: 2, severity: 2, risk index: 4, residual risk evaluation: a new hazards: none. Azure ID: (B)(6), ID: (B)(6), 3.1.34 o reg status: ivd; ruo o hazard: incorrect data. Source: flow cell fmea o cause: tubing or port detail diameters at spec extremes, causing misalignment. Harmful effects: 1. Unacceptable carryover 2. Potential incorrect results o risk control: sample carryover testing to confirm the sample carryover level to specifications. O req link (azure ID): n/a implementation verification: (B)(6), sample carryover, effectiveness verification: (B)(6), probability: 1, severity: 3, risk index: 3, residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the carryover between sample tests was due to a blocked pinch valve tubing. Conclusion: based on the investigation results the root cause of the carryover between sample tests was due to a blocked pinch valve tubing. The fse ran a sit flush to clean the instrument and found that the fluid was not aspirating properly and was causing dripping from the sit. The fse found that the pinch valve tubing was crimped shut, replaced the tubing, and verified that the sit flush operation was completing properly. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h.10.